Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No sulu was received with the stapler. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastrectomy. The device did not fire. No known impact or consequence to patient.